Event description:
During service testing, the baxter repair tech reported an infusion pump with an underdelivery found during accuracy testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.